Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 100mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately five years later with hypertension and abdominal pain. It was reported that there appeared to be appeared to be a type ia endoleak and it appeared the suprarenal fixation was not attached to the stent graft fabric. A secondary procedure was carried out the next day. An endurant ii cuff was implanted up to the level of the renal arteries. Angiogram showed that there still appeared to be a type ia endoleak so 10 endoanchors were also implanted and another angiogram showed that the endoleak appeared to be resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Additional information received; it was reported that when the patient returned for follow up the aneurysm had grown to 120mm with the type ia endoleak persisting. Intervention was performed six weeks post the secondary procedure, where endoanchors were additionally implanted, it was reported this did not resolve the endoleak. No additional clinical sequelae were reported and the patient will be monitored. Conclusion code updated. If information is provided in the future, a supplemental report will be issued.